Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) -the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation showed that the lock had both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts. The torque knob had the torque shaft and knob replaced due to the crushed threads. Unit was machined to have heli-coils added to large starburst threads. General maintenance and cleaning performed and new components were added to replace the worn internal parts. Root cause - complaint was confirmed via inspection of the unit. The threads on the torque knob have been flattened not allowing the torque knob to fully thread into the ratchet extension. Probable root cause is damage from improper assembly or mishandling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was not locking down and slipping, it was not holding patient's heads in the pins. No patient injury was reported or surgical delay has been reported.